Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n128059007, implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 500 mcg/d dose via intrathecal drug delivery pump for intractable spasticity and cva (stroke) das system. It was reported that patient was scheduled for a pump replacement and possible catheter revision. The rep had spoken with the hcp and found out it was noted on (B)(6) when the patient had a refill, the expected residual was 8.5 ml and 13 ml was what was aspirated. On (B)(6) when the patient had a refill, the expected residual volume was supposed to be 6.6 ml, but it was 14 ml. Patient had daily dose increased as well because of increased spasticity. Patient took oral baclofen also. During her surgery, the hcp tried to aspirate the catheter with no luck. He then had cut the catheter, 26.7cm, which then showed drug/cerebrospinal fluid (csf) flowing out of the catheter. They added a sutureless connector and connected it to the new pump. He aspirated from the catheter access port (cap) two more times, approximately 3ml total to verify catheter was patent. After surgery, patient¿s daily dose was decreased from 1616 ¿g per day to 500 ¿mg per day. Reports were given to patient¿s chart, patient, and the hcp. They were going to adjust the simple continuous dose as needed. Patient was on oral baclofen as well. At the time of this report, the issue had resolved and patient status was alive-no injury. The patient¿s medical history included intractable spasticity stroke. No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, lot# n128059007, implanted: (B)(6) 2007, product type: catheter. The catheter was returned and no significant anomalies were found. If information is provided in the future, a supplemental report will be issued.